Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer was leaving the cartridge off the pump at the beginning of the load sequence.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.